Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2025-08185. Please reference file mrn 3012307300-2025-07403 for all details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cassette error occurs when the latching lever is rotated back to its latched position. The event occurred during pre-test and there was no patient involvement.